Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the ¿false no set loaded¿ issue confirmed by visual inspection. Workmanship issue, the pressure sensor harness was incorrectly routed over the iui bracket during assembly. The harness wiring shorted (electrically) to itself and\or the grounded iui bracket during the upper screw installation on the rear case. Device fi report attached in sap. Route to service for repairs. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had false no set loaded error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had false no set loaded error. There was no patient involvement.